Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation, however, the physician stated the nose cone being caught on the frame of the valve was the cause of the dislodgement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when retracting the wire to get the nose cone in the middle of the valve, the nose cone caught on the frame and dislodged the valve supra-annular requiring a second valve to be implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.